Event description:
It was reported that the atrial lead exhibited noise and low impedance. No patient symptoms were reported. The lead was explanted and replaced.

Manufacturer narrative:
(B)(4). Analysis description: final analysis of the partially returned lead found insulation abrasion exposing the outer coil at 25.3-26.7cm from the distal tip. The abrasion was consistent with constant friction to another implantable device. This likely caused the reported complaints in the field.

Event description:
New information indicated the patient was in stable condition post procedure.